Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 456 mg/dl at the time of incident and current blood glucose level was 300 mg/dl. Customer treated with manual injection. Customer experienced symptoms such as abdominal pain, mouth was very high. Customer reports insulin pump had insulin flow blocked alarm. The insulin pump will not be returned for analysis.